Event description:
It was reported that cgm showed error message during sensor use with pump. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, completed pump reset with guidance, confirmed that error message did not reappear, and successfully started new sensor session; no additional corrective actions were noted.